Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. A review of the device history record (DHR) was performed for this valve. This device was manufactured per approved and released manufacturing processes and met all applicable manufacturing specifications prior to release for distribution.

Event description:
Medtronic received information that 2 years 8 months post implant of this aortic bioprosthetic valve, the patient presented with aortic valve stenosis. The patient successfully underwent valve-in-valve replacement. No additional adverse patient effects were reported.